Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the ise (ion-selective electrode) data board to resolve the issue.

Event description:
The customer reported erroneously high patient results were generated for na (sodium), k (potassium) and cl (chloride) with calibration failures on their au5800 clinical chemistry analyzer. The customer stated the patient results were not reported outside of the laboratory and there was no impact to patient treatment. A review of the customer provided data confirms the instrument generated 4 (four) erroneously patient sample results for na, k, and cl. A review of the quality control (qc) data provided by the customer shows recoveries were within 2sd of the instrument control mean on the event date.